Event description:
Additional information was received clarifying that the patient symptoms occurred approximately 6 years and 2 months following the valve implant.

Manufacturer narrative:
Corrected data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced severe central aortic regurgitation and shortness of breath symptoms approximately 8 years and 2 months following the implant of this transcatheter bioprosthetic valve. Approximately 18 days later, a 26 mm non-medtronic valve was successfully implanted in the patient.